Event description:
It was reported that during an angioplasty procedure in a popliteal artery, the pta balloon was allegedly ruptured during dilatation. It was further reported that there was a difficulty in retracting the balloon thru the introducer sheath and it was removed as a whole. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photo was provided and reviewed. The first photo shows the labeling details, and it match with the information available in trackwise. The second photo shows the health professional holding the ultraverse 035 device. Longitudinal rupture can be seen to the balloon at its proximal end and balloon appears to be bloody. No other anomalies were noted. One video was provided and reviewed. The video shows the health professional holding the ultraverse 035 device and longitudinal rupture can be seen to the balloon at its proximal end and balloon appears to have blood residues. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture can be seen to the balloon in proximal end in both photo and video. However, the investigation remains inconclusive for the reported sheath removal difficulty as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo and a video were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in popliteal artery, the balloon was allegedly ruptured during dilatation. It was further reported that there was a difficulty in retracting the balloon thru the introducer sheath and it was removed as a whole. The procedure was completed using another device. There was no reported patient injury.